Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device reported "defib faulty". No further information was provided regarding the fault. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's printer sensor board was replaced to remedy the condition. It is important to note that reports of this nature do not typically require a submission of a medwatch report as they do not effect the device's ability to be used clinically. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device reported "defib faulty" due to a recorder paper alignment issue. Complainant indicated that there was no patient involvement in the reported malfunction.